Event description:
It was reported that (1) device was used during a laparoscopic hysterectomy. It was reported by the affiliate that the lcsk5 worked fine for the first 2/3rds of the procedure. Then stopped working completely. Electrosurgery was used to complete the case. There was no consequence to the pt.